Event description:
It was reported that the implantable pulse generator (ipg) site was red, swollen, as well as visible ooze. The patient was admitted to the hospital and was administered antibiotics. The patient underwent a procedure where the spinal cord stimulation (scs) system was removed. Post operatively, there were no reported complications, and the patient was recovering as planned. The devices will not be returned as they were discarded by the medical facility.

Manufacturer narrative:
Additional suspect medical device component(s) involved in the event: brand name: linear 3-4. Upn: m365sc2352700. Model: sc-2352-70. Serial: (B)(6). Batch: 7071290. Brand name: linear 3-4. Upn: m365sc2352700. Model: sc-2352-70. Serial: (B)(6). Batch: 7079029.